Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that the observed discrepancies could be attributed to the user taking tetracycline. Customer care educated the user on how medications in the tetracycline class may impact eversense readings and acknowledged that the system should not be used for treatment decisions while taking this medication as referenced in the user guide. User was advised to continue using the system and to reach out if the discrepancies persist after completion of the medication. Per dms review, the user was using the system with up to date information.

Event description:
On (B)(6) 2026, senseonics was made aware of an incident were user experienced sensor inaccuracy. No injury or medical intervention was reported.